Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible oversensing was noted on stored electrograms (egm) on the right atrial (ra) lead. High thresholds were also noted on the right ventricular (rv) lead. Both leads remain in use. No patient complications have been reported as a result of this event.